Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. The information provided stated that it was the surgeon's first time using the device, and loaded too many sutures during the procedure. Therefore, the possible root cause of the reported failure can be attributed to user error. Misuse of the device caused the sutures to be stuck in the tunnel. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a shoulder procedure when the surgeon was loading the first kite of the 5.5 healix advance knotless peek anchor, he loaded it with too many sutures. When the surgeon went to pull tight the sutures threw the kite, the sutures became stuck in the tunnel. It was the surgeon first time using the device and the issue occurred outside the joint. The procedure was completed by cutting the sutures off the kite and opening a new anchor using the same bone hole. There was no patient consequences or surgical delay to the case. The sales rep stated that the device was discarded by the customer.